Manufacturer narrative:
Of the 51 allegations of a malfunction, 32 pumps were returned to animas and investigated. Of the investigated pumps, 28 were found to be malfunctioning due to battery compartment cracks, moisture within the pump, damaged battery compartment threads and damaged battery threads. This report is processed under the voluntary malfunction summary reporting program

Event description:
This report summarizes <noe> 51</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery life w/damage issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-70 years of age and between 37 and 370 pounds. Of the reported patients, 20 were male and 28 were female.

Manufacturer narrative:
In quarter 4 of 2018, there were 11 instances of battery life w/damage failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.